Manufacturer narrative:
Additional information: section d.6b advanced bionics considers the investigation into this reportable event as closed. The revision surgery has been postponed indefinitely. The recipient has reportedly been lost to follow up. Due diligence attempts to obtain additional information were unsuccessful. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced sound quality issues. A review of the test data indicated impedance issues, despite the device testing within normal limits. The recipient is reportedly an inconsistent user. Revision surgery is scheduled.